Event description:
It was reported that during a supply change the inset infusion set separated from the applicator, and the agent guided the user to replace the infusion set and establish a new infusion site; no alerts or alarms occurred and troubleshooting and education were completed. There were no reported adverse clinical effects. Outcomes included resolution after placement of a new infusion site without further assistance. Investigation included customer service troubleshooting and user education. Investigation of this case revealed an infusion set deployment issue associated with the infusion set and applicator components, consistent with user technique during insertion. It was concluded, based on previously established findings for similar reports, that the cause was likely user error related to infusion set deployment or connection.